Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device station was not powering on and remote support service (rss) was offline. A field service engineer (fse) found a defective drawer on auxiliary drawer 4.1 and 4.2. The fse powered down the station and replaced the pyxibus module controller board and drawer controller boards. The station was rebooted, and the fse confirmed that the drawers were detected with all cubies. The fse tested the cubie drawers and all cubie pockets in the hardware test application to resolve the issue. The fse also checked for medications and cleaned debris from the bottom edge of the back panel. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not powering on after device reboot. The customer attempted to reboot the device, tried unplugging the power cord and plugged in, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.